Event description:
Patient presented on (B)(6) 2021 for elective percutaneous aortic valve replacement. This was performed via transfemoral access and bioprosthetic aortic valve was placed without issue. Postprocedure echocardiography demonstrated normally functioning bioprosthetic aortic valve with normal lv systolic function and no pericardial effusion. Patient ambulated with cardiac rehabilitation and noted some right groin discomfort. This was treated with acetaminophen and discharge was arranged for (B)(6) 2021. Overnight, she developed more significant right lower abdomen discomfort which was initially treated with a heat pack. Subsequently, patient rated the pain 10/10 and was provided fentanyl. Thereafter, patient continued to complain of right lower quadrant discomfort that was somewhat diffuse and difficult to pinpoint on examination. Mild hypotension was appreciated. Patient was brought upright in bed and noted to be somewhat delirious but awake and alert. Patient became unresponsive and a code blue was called. Rosc was achieved twice, however patient expired. FDA safety report ID# (B)(4).